Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.